Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) indicated "gray bar" - elective replacement indicator (eri) out of box - prior to procedure. The device was checked again over two weeks later and the issue continued. There was no patient involvement.